Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pace impedance measurements had increased when it comes to this device and competitor lead. No changes were made. The system remains implanted. No adverse patient effects were reported.